Event description:
It was reported that the user experienced pairing failure between a new ilet pump and a dexcom g7 continuous glucose monitor (cgm) during initial setup, which prevented ilet setup; after replacing the sensor, pairing succeeded and glucose readings became available. No adverse clinical symptoms reported. Outcomes included restoration of cgm data display and continued pump use without escalation or medical intervention. User support included troubleshooting and education focused on cgm pairing and sensor replacement. Investigation of this case revealed a pairing failure with no responsible device identified and resolution achieved by replacing the cgm sensor, consistent with known connectivity issues between external cgm sensors and the pump without evidence of a pump hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and external device connectivity factors.

Manufacturer narrative:
Initial.